Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient came to the hcp office on (B)(6) 2014 and the dose was 1.2 mg/day. The patient didn't feel like the pump was working or helping her. Then on (B)(6) 2014, the dose was decreased to 0.6 mg/day, and on (B)(4) 2014, the patient was put on 0.48 mg. They were reportedly attempting to show the patient what it would be like if the dose was lowered. Shortly after (B)(6) 2014, the patient had some withdrawal, and that subsided within a week. On (B)(6) 2014, the patient had no change in symptoms, so they decided to do a dye study, which was scheduled on (B)(6) 2015. The patient came in on that date, but had a low grade fever and was sick, so they rescheduled. On (B)(6) 2015, the fever was cleared; and a catheter access port (cap) access was done, but they were not able to aspirate. The healthcare provider (hcp) pushed the dye through (0.191 ml x 10 = 1.91 mg) and the catheter seemed fine. Then they did a prime bolus (1.09 mg bolus: 0.3-cath volume .191= .109ml x 10 mg/ml 1.09 mg), ¿to account for variance,¿ and to get medication back through the catheter. The timing of how long the 0.3 ml bolus was set to run over was unknown. Prior to the cap access, the patient was on minimum programmable rate of 0.48 mg/day. The patient went home and became numb on the day of the dye study, which reportedly could have been related to the two boluses she received. The patient came back to the emergency room (ER) after the dye study (36 hours later) with chest pains and spasms. Additionally, the patient had a change in therapy effect and was not getting pain relief. Reportedly, the previous dose decreases could have been the reason for the pain. There were no volume discrepancies at previous fills. A (B)(4) study was performed and the pump rollers moved as normal. After the ER, the patient came in to the hcp office and a 0.1 (it was not clear if mg or ml) bolus was done again. They reportedly had concerns the catheter was not in the intrathecal space. The reporter stated the "ID" doctor was getting involved. They were trying to rule out infection as a possible cause. The catheter was noted to be at thoracic vertebra 2-3. The pump system was being used to infuse bupivacaine, morphine (unknown), and clonidine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).